Event description:
Dermatome did not take an even piece of donor skin off during a split thickness skin graft procedure. Multiple pass attempts were made before sufficient tissue was obtained. Diagnosis or reason for use: need for skin graft to cover wound.